Manufacturer narrative:
The following information is in the coolsculpting user manual: coolsculpting uses vacuum and non-vacuum applicators to complete coolsculpting procedures; and only vacuum applicators draw tissue into the applicator cup during the treatment. In the coolsculpting user manual, listed under warnings, it states that special considerations should be taken with patients who have hernia in or adjacent to the treatment site. In this case, the applicator was not placed directly over the hernia site, but below and adjacent to it. Using a vacuum pressure applicator on a pre-existing hernia or pre-existing structurally weak area may cause further complications. The thinning of the fat layer alone may also cause an occult hernia to become more evident in certain patients. Allergan advises physicians to carefully examine the patient for evidence of pre-existing hernias prior to providing coolsculpting treatments. In the coolsculpting user manual, under warnings, it states, "the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device." Device investigation, through a system log analysis, could not be performed because the system retains measurement logs for treatments for a limited time only; hence for this treatment logs were unavailable for retrieval.

Event description:
On 28-feb-2021, allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the abdomen using the cooladvantage plus coolcore applicator. The patient reported pain around her belly button after the treatment. The patient later noticed a lump above her belly button and was referred by her doctor for an ultrasound which confirmed an umbilical hernia. The treatment office believes the patient may have had a preexisting hernia that she was unaware of.